Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an esophagogastroduodenoscopy (egd) and colonoscopy. There was a 15 to 30 minute delay. The intended procedure was completed.

Event description:
It was reported the xenon light source exhibited error code b30(communication/transmission problems). The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.